Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates the patient interface will not be returned as it is currently in use at the facility and working fine.

Manufacturer narrative:
Concomitant medical products: the (B)(6) - patient interface, nim neuro 3.0; serial number - (B)(4); lot number - 208011930, manufacture date - february 5, 2014; - (B)(4); 510k - k083124. (B)(4) (mainframe - s/n (B)(4)): the product analysis indicates that the customer's reason for return could not be confirmed. However, the housing was cracked and the mainframe did not boot-up correctly as there was one single tone instead of the beeps. While in the burn-in chamber the mainframe would power on and off by itself, but would not boot-up. The housing, power supply and audio board have been replaced. The mainframe was successfully tested to specifications. (B)(4) (patient interface - s/n (B)(4)): the patient interface has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim has no signals. There was no report of patient impact.